Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver lioresal (baclofen) 2000mcg/ml at 470mcg/day. It was reported that the patient had an eroding pump due to pressure at the pump site. The skin had opened to expose the pump. In regards to environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient lived in a skilled nursing facility with severe spasticity and was primarily supine and in bed 24 hours per day. The pump 40cc pump was lateral on the patient. The full system was explanted to mitigate risk of infection. It was also noted that there was "no issue" and the entire catheter was explanted. The devices would be replaced in the future. Cultures were taken from the eroded pump site. At the time of this report, the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.